Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the reservoir and tubing of the infusion set had air bubbles. Air bubbles were small in the reservoir and in the tubing they were long. Air bubbles occurred after six hours. Customer keeps the insulin in the room temperature and doesn't prefill the reservoirs. Customer didn't have clamp to perform high pressure test. Customer's blood glucose wasn't provided. Customer will call back to perform high pressure test. Customer is not returning the reservoir for further analysis.